Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noticed insulin leaking from the luer lock connection. The suspected cause was a loose luer lock; however, this was not confirmed. The customer changed the cartridge and the infusion set. Reportedly, the customer's blood glucose (bg) level was elevated in the 500's (mg/dl) and it was addressed with a manual injection as well as insulin via the pump. At the time of the report, the bg level had lowered to 208 mg/dl. A follow up with the customer indicated that their bg level was 188 mg/dl. Customer technical support walked the customer through replacing the site, filling the cannula, and resuming insulin.